Manufacturer narrative:
The technician found the foot end brake pedal linkage was broken. The technician replaced the brake activation weldments and installed a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates the brake casters at the foot end of the stretcher will not engage into brake.